Event description:
Unable to walk [abasia]. Unable to get out of chair [mobility decreased]. Severe pain in knees [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from an (B)(6) female pt with a history of osteoarthritis, two previous series of synvisc injections over the last few years on unspecified dates and a series of injections an unspecified product on an unspecified date, initials (B)(6), who experienced severe pain in her knees, was unable to get out of a chair and unable to walk after receiving synvisc. The pt received injections synvisc into both knees on (B)(6) 2009 and did not get the third injection of the series. The pt reported that she had some pain after the first injections and after the second injections she reported that she had severe pain in her knees so that she was unable to get out of a chair or walk. Her physician prescribed methylprednisolone (unspecified) and vicodin (unspecified). She reported that the pain started to feel somewhat better on (B)(6) 2009, but it was still severe. At the time of this report the outcome of the pt was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.